Event description:
During the implantation attempt, the physician was not able to tighten the atrial setscrew. Therefore, the device was not implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (2009), ela is filing this MDR at this time. Conclusion: the electrical characteristics of the returned device were within specs. The inspection of the connector header revealed: the distal atrial setscrew was found completely unscrewed and was lying on the corresponding terminal block; holes on the silicone cover: the distal atrial and ventricular slots were punched by the screwdriver, a silicone particle fell inside the hexagonal head of the distal ventricular setscrew. The distal ventricular setscrew was damaged at the level of the threads. The distal atrial setscrew was greatly damaged at the level of the threads, the corresponding terminal block was also damaged with presence inside of silicone particles coming from the glue point preventing setscrew to fall down during transport. These damages confirm that difficulties of screwing/unscrewing operations were met during the implantation procedure. However, it is not possible to determine whether all these damages resulted from screwing operations at the beginning or at the end of the procedure, i.e. Whether ther is a link between these damages and the reported event. The most probable hypothesis to explain the reported behavior and the observed damages is that: during the implantation procedure, the distal atrial and ventricular setscrews were unscrewed for more than 2 or 3 turns and the setscrews were probably completely unscrewed during the different attempts to connect the leads. The screwdriver was pulled out and reinserted at different attempts and in these conditions, the silicone cover was punched and thus it became difficult to reinsert correctly the setscrew in the corresponding terminal blocks. From this step and particularly at the atrial level, difficulties were met to reintroduce the setscrew correctly in the terminal block. Finally, the distal atrial setscrew could not be reinserted and was lying on the terminal block.